Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of high ventricular frequency due to noise caused by myopotentials were noted on the device. Lead provocative testing was performed and the noise was reproducible. The device was reprogrammed to resolve the event and the patient was stable with no consequences. Manufacturer report number: (B)(4).